Manufacturer narrative:
This product was returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted. It was noted that this was most likely due to an infection; however specific details could not be provided. Later, a new implantable cardioverter defibrillator (ICD) system was placed as replacement. No additional adverse patient effects were reported. This product has been received by boston scientific and an investigation will be performed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted. It was noted that this was most likely due to an infection; however specific details could not be provided. No additional adverse patient effects were reported. This product has been received by boston scientific and an investigation will be performed.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.